Event description:
It was reported that the patient presented in the operation room for an initial implant. It was noted that the stylet got stuck in the left ventricular lead and then when it was pulled back, the lead dislodged. Due to the length of the procedure, patients anatomy and poor capture thresholds, the physician opted to abandon the lv lead placement and switched to a single chamber pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of stuck stylet was confirmed, but the event of poor thresholds was not. A complete lead was returned for analysis. The ptfe coating of the stylet was found stripped and bunched inside the inner coil at the connector region. The cause of the reported event was isolated to the stripped ptfe coating. The lead was otherwise normal.